Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an external flash error. The customer's blood glucose was 130 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. Unable to verify external flash error alarm due to blank display anomaly. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.